Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that they obtained erratic quality control (qc) and patient results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed the ion selective electrode (ise) module, disassembled, cleaned, and replaced l-ring seals, and reassembled the module. The cse calibrated ise, and performed coefficient of variation check two times, which passed. The customer ran qc, which were within range. A siemens headquarter support center (hsc) reviewed the instrument data and concluded that the erratic cl results were due to hardware issues in the ise module. The cause of the discordant, falsely elevated cl results on three patient samples is due to hardware issues in the ise module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were auto-repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cl results.